Manufacturer narrative:
(B)(4). Body fluids. The device was returned with the shaft bent at the at the handle assembly area and with the firing mechanism jammed in the closed position. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. Due to the returned condition of the device, no functional testing could be performed. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling, due to the excessive dried body fluids eight clips adhered to the clip track and a pear shaped clip were found. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.

Event description:
It was reported that during an unknown procedure, there were no more clips in the applier and no red signal visible; less than 15 clips in the applier. The surgeon finished the procedure with an instrument from another lot. Another device was used to complete the procedure. There were no adverse consequences for the patient.